Manufacturer narrative:
Other, other text: device evaluated, tamper seal was not broken. Visual inspection performed found device in good condition with no appearance of any physical damage. The reported issue could not be duplicated, the acu watchdog failure or the primary audible alarm post. Audio test, at level 1 the reading is 13, level 2 is 25, level 3 is 51, level 4 is 109 and level 5 is 169. The cause of the reported issue was unable to determine the intermittent of the error. Acu watchdog is a sympathy alarm is sympathizing the primary audible alarm post. Audio test was performed which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the pump alarmed acu watchdog fail b2011666. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.